Manufacturer narrative:
Zoll medical corporation evaluated the device and the device was found to perform to specification. The device was put through extensive testing without duplicating the malfunction. Review of the device history log shows that the end user was alerted of a low battery condition several times prior to the reported event. The event battery was not returned to zoll for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.